Event description:
It was reported that during a closing an ostomy, all staples on the one line were unformed at the 1st firing. There was no torquing or twisting of the device present at the time of firing. Another device was used to complete the case. There were no adverse consequences to the patient. The staple height was gold. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. In addition, two formed and two unformed staples were received separate. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2012. Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? No information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? No information. Was a leak test completed? No information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes, waited 15 secs to 20 secs. If the device locked out, did it lock out on tissue or prior to use on tissue? N/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? No information. Was the firing to close an ostomy? Yes if so, which firing 1st. Is a pathology specimen and/or report available? No information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information. What predicate device was used by the surgeon? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information.